Manufacturer narrative:
The device evaluation also found the following additional defects: the air/water flow did not meet specifications due to the clogged nozzle. The water removal did not meet specification. The light guide (lg) lens was chipped, the adhesive around the lg lens was worn, and there was uneven illumination from the lg lens. The objective lens was chipped and the adhesive around the objective lens was worn. The adhesive on the bending section was worn. The bending angulation and angulation control knob did not meet specifications. The red paint on the suction cylinder and the blue paint on the air/water cylinder were peeling off. The switch button was punctured. The device did not meet the electrical safety specifications. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during maintenance, it was observed that the pressure was too high on channel 2. There was no patient involved. The suspect device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the customer¿s reported issue was confirmed, and found blue plastic like material (foreign material) clogging the air/water nozzle. This report is being submitted for the malfunction found by service (foreign material). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, fragments of peripheral products such as injection tube were entered into the channel and clogged in the nozzle. The event can be detected/prevented by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.